Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he noticed that when he looked at a light there was a distinct line of light through the middle of the light. The surgeon examined the implanted iol and noted a crease in it. The consumer reported that he does not want to exchange the iol because he only notices the problem at night when looking at lights. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints in the lot. Additional information was requested by phone, mail and fax. A completed questionnaire has not been received. (B)(4).